Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a segment of the conductor wire dislodged from the connector at the back end. The wire insulation was damaged. The root cause of this failure is attributed to a component failure. In addition, the instrument was found to have damage to the conductor wire's insulation. The instrument failed the electrical continuity test. The wires were not found to be exposed. The root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the bipolar cautery function of the maryland bipolar forceps instrument was not working. A backup instrument of same kind was used to continue the procedure. The procedure was completed with no report of patient injury.